Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
Patient ID number (B)(6). It was reported that an arteriotomy closure of the left common femoral vein was attempted using a proglide device with an 8french sheath after an ablation procedure. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. Additionally, an arteriotomy closure of the right common femoral vein was attempted using a proglide device with a 12french sheath after an ablation procedure. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. Additional information was requested.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The reported failure to cycle (needle to cuff miss) could not be confirmed as during device evaluation, both needles were engaged with the cuffs. The link was attached to both cuffs. These observations indicate the needles successfully engaged to the respective cuffs; thus, the reported needle to cuff miss could not be confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, returned device analysis noted that the device was returned with a separated guide. Additional follow up with the site indicated that the guide separation occurred during the procedure.